Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 012/052/054 alarms. The pump powered on to a blank display screen with functional auditory and vibratory features. The pump cover was opened and no damage was found to the display. A test display screen was installed and remained blank. Investigation revealed that a slave processor failure had occurred. Unrelated to the original complaint, the battery compartment was found to be cracked to case seal on the left side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.